Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the microcatheter in this system was the incorrect catheter. The target lesion was located in the moderately tortuous vessel. A 180cm renhf 135cm renegade hi-flo fathom system 10 preload was selected for uterine fibroid embolization. However, it was noted that the microcatheter in this system was the incorrect catheter, and the device could not be advanced. The procedure was completed with another renhf preload system. There were no patient complications as a result of this event.